Event description:
The customer called about an error code that he received using his contour meter. While troubleshooting, he performed control tests and received results of 479 and 465 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.